Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported the patient was receiving a shocking or jolting sensation. On (B)(6) 2012 and once a few days before that, the implantable neurostimulator (ins) jolted the patient and then turned off. When the patient checked the device after receiving the jolt, he noticed that it had turned off. It was reported on (B)(6) 2012 that the patient had met with a manufacturer representative. At the meeting, all impedances were "fine" and "everything looked okay." The patient was not getting any more bad shocks.